Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was tired and shaking. The patient had unspecified low values on the cgm, after which time the spouse administered some glucose tablets and gummies, and then called an ambulance. No bg value was available for the time of the event. The spouse indicated the patient did not have a glucometer at home, and relied on the cgm to make treatment decisions. Although no other symptoms were specified, the patient fell asleep when the ambulance came to the house. The bg finger stick value by paramedics was 134 mg/dl but the cgm displayed 58 mg/dl. No medication was administered in the home and the patient was transported to the hospital. At the emergency room (ER) the bg finger stick value was 134 mg/dl but the cgm displayed 52 mg/dl. Treatment at the hospital included 2 bags of saline and antibiotics. Later the same day after the patient¿s condition had stabilized, she was discharged home. At the time of discharge the same sensor continued to show an inaccuracy. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).